Event description:
It was reported that, "the threaded tip of the distal stem inserter was damaged and would not engage with the implant. Another inserter was opened and utilized. No delay in operating room time."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.